Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) stated that had an appointment with their doctor on (B)(6) 2024 to see when they had to put more saline in their pump but stated their doctor was unable to connect to pump. However, when they got home, they were able to get connected and they saw their expected refill date of (B)(6). The patient requested contact information for local representative. An email was sent to local representatives.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-dec-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient receiving intrathecal bupivacaine and dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated the pump quit working again just like last time and was leaking medication into their stomach. The patient stated it was determined last night that the pump stopped working and was leaking medication because she bolused and her stomach went numb just like it did before. The patient stated about 6 months she had to have a catheter revision because the catheter was leaking and when she would bolus her stomach would go numb. The patient was redirected to their healthcare provider to further address the issue. The patient stated she was calling for the mdt representative (rep) contact information. The agent reviewed mdt rep role and redirected to their doctor. The patient mentioned they were 2 months post op from a catheter revision due to the catheter leaking. The patient reported they delivered a bolus yesterday and their whole stomach went numb like it did 6 months ago when they determined the first catheter was leaking. The patient also provided the name of their managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called back re-reporting that they had been through a '16-month-saga,' later stated '2-month-saga,' due to all these issues. The patient stated, 'it broke, I had a revision 2 months after, it re-kinked, had to wait 1.5 years to change insurance and then we find out it doesn't need to be fixed.' The patient stated that they were 30 seconds away from undergoing a catheter revision when the doctor was able to ¿extract dye¿ from the catheter. Per the patient, they had undergone a roller study but 'everything came back fine - apparently I don't need surgery,' and their pump was refilled. The patient then stated, 'the other day,' they delivered a bolus 'but half of my stomach goes numb,' so 'it doesn't leak on the 24 hour dosing but it leaks when I administer a bolus.' Per the patient, the healthcare provider had worked with pumps for 20 years and had no idea where to go next. The patient stated, ¿he throws dye in there and it only seems to disperse it on half of my body,' because they were getting the stomach numbness when requesting boluses from their ptm. The patient later stated, 'the other day,' their doctor disabled the boluses because they were getting the 24/7 (continuous) dosing.